Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the first inflation, the balloon burst before it reached the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the patient did not have a challenging anatomy, and the procedure was carried out following the standard protocol.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information e1 - pro code (product code): (B)(6). E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the inner shaft and coming out of the tip. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified a shaft kink approximately 570mm proximal from the distal tip. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the first inflation, the balloon burst before it reached the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.